Manufacturer narrative:
The incorrect patient identifier number was inadvertently reported on the initial MDR report. The correct number is provided.

Event description:
During manufacturer review of the published article "operative and technical complications of vagus nerve stimulator implantation, operative neurosurgery, december 2010, vol. 67, ons490; spuck, s, tronnier, v, orosz, I, schonweiller, r, sepehrnia, a, nowak, g, and sperner, j" it was identified that a patient had an infection at the vns generator incision site. 4 patients in the article had infections; 3 patients were explanted and one patient was reimplanted with the vns. It is not specified which patient was reimplanted. The time of the event is unknown, as the article was a retrospective review from 1999 through 2008. Attempts to the author for further information have been unsuccessful to date.

Manufacturer narrative:
Article citation: operative and technical complications of vagus nerve stimulator implantation, operative neurosurgery, december 2010, vol. 67, ons490; spuck, s, tronnier, v, orosz, I, schonweiller, r, sepehrnia, a, nowak, g, and sperner, j.